Event description:
The customer observed false nonreactive architect hiv ag/ab results for one sample when compared to other methods. Initial and repeat results with two rapid tests (sd bioline and alere determine hiv combo) generated reactive results. The sample was tested with architect hiv ag/ab and generated nonreactive results. The sample was sent to a different laboratory and generated reactive results with roche hiv ag/ab, alere determine hiv ½, and one step anti-hiv ½ rapid test. For troubleshooting purposes the sample was repeated on the original architect and on an alinity I instrument and both generated nonreactive results. The sample was also retested on the two rapid tests (sd bioline and alere determine hiv combo) which were reactive. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 4j27 has a similar product distributed in the us, list number 2p36.

Event description:
The customer observed false nonreactive architect hiv ag/ab results for one sample when compared to other methods. Initial and repeat results with two rapid tests generated reactive results. The sample was tested with architect hiv ag/ab and generated nonreactive results. The sample was sent to a different laboratory and generated reactive results with roche hiv ag/ab, alere determine hiv ½, and one step anti-hiv ½ rapid test. For troubleshooting purposes the sample was repeated on the original architect and on an alinity I instrument and both generated nonreactive results. The sample was also retested on the two rapid tests which were reactive. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for false nonreactive architect hiv ag/ab results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review and in-house testing. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any nonconformances or deviations associated with the likely lot number 34184be00 and complaint issue. In-house sensitivity testing was completed with complaint lot number 34184be00. All specifications were met, and no false non-reactive results were obtained, showing that the lot generates the expected results. Labeling was reviewed and sufficiently addresses the customer's issue. Based on our investigation, no systemic issue or deficiency with the architect hiv ag/ab reagent for lot 34184be00 was identified.